Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagus. According to the reporter: after firing, when the system was being removed from the patient cavity, the reload began to move to the left on its own. A second egia60avm was loaded and the same movement occurred. This issue occurred out of patient and there was no adverse event. There was no tissue damage, no tissue loss, no bleeding. There was no delay in surgery time over 30 minutes. There was no reinforcement material used. The surgery was completed with an egiaustnd handle. The patient is currently in good status.